Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies, unexpected battery out limit or weak battery alarms were noted during testing. No damage on the lcd isolation tape noted during testing. The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted during testing. The insulin pump was received with cracked case at lcd window corners. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer reported that the insulin pump was received no delivery alarms, battery out limit alarm and weak battery alarm. The customer reported that the insulin pump was bumped. The customer's blood glucose was 499 mg/dl at the time of incident. The customer's blood glucose was 312 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer reported that the insulin pump was not blank at the time of call. The customer performed self test and the insulin pump passed. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.